Event description:
When harvesting the left saphenous vein from leg, the cautery system was about to be utilized. The np put the cautery system through the scope. The tips were closed. The np then plugged in the vasoview cord to the vasoview hemopro endoscopic vessel harvesting device. The tips of the hemopro device caught fire and slowly opened. The np quickly unplugged the cord and irrigated the hemopro tips with normal saline to extinguish the fire. The whole hemopro system was taken off the field, and a new system was opened. The "defective" hemopro system was saved and rep was notified with pictures of the burnt tips. This happened on the field, but did not touch or harm the patient.